Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The infusion set was changed two days prior to hospitalization. The customer also reported a no delivery alarm on the insulin pump prior to hospitalization. The customer reported that she was not checking her blood glucose levels. She was just treating her glucose levels with her insulin pump. Nothing further was reported.